Event description:
Surgeon used the device to staple the appendix, and jaws would not open to release the specimen. Surgeon had to manually release the device, rendering it defective. Procedure was completed without further incidents.